Event description:
It was reported that a xience v 2.75x12mm stent was deployed without difficulty in a pre-dilated, moderately tortuous, moderately calcified, eccentric, 99% stenosed lesion in the distal left anterior descending coronary artery (lad). A dissection occurred distal to the target lesion. A xience prime 2.5x38mm stent was implanted to cover the dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper-es. Guide cath: jl. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.